Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. A retained kit of the reagent lot in question was evaluated. A comprehensive review of the manufacturing data for this lot was performed and did not identify any issue related to this lot. Testing was performed using this reagent lot along with the calibrator and control lots were used in the customer lab when this issue was observed. Six valid calibration curves were obtained and all controls were within the package insert specifications. The test validity criteria were met and the testing did not reveal events or issues that could impact the performance of this reagent lot. A review of the complaint history of this reagent lot did not reveal any adverse trend for performance related issues. Further more, axsym troponin-I adv was used as a reference material for in-house investigations ((B)(4)). Based on the investigation results, no malfunction or product deficiency were identified behind this issue and the reagent lot in question is currently meeting its performance specifications, safety and efficacy claims. However, the customer was referred to the assay package insert where discrepant results are discussed along with the possible causes.

Manufacturer narrative:
(B)(4). This MDR is being filed for an ex-us product (B)(4) that has a similar product distributed in the us (B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that one patient sample generated false positive results (0.44 and 0.46 ng/ml) for the axsym troponin I assay. The same patient sample was retested using two other (non-abbott) methods and generated negative results. No impact to patient management was reported.